Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) contacted the customer to troubleshoot the issue and confirmed with them that all cables were plugged into the correct locations, worked with the site information technology (it) team to verify network jack activity, but the issue persisted, the station did not reconnect to the network after rebooting, collaborated with the hospital information technology (it) team to resolve the connectivity issue, and the customer tested the station successfully with no further problems. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed that the machine was not communicating with the win pharm, due to these medications cannot be validated and remote smart service was shown offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.